Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. It was reported that the patient had increased spasticity and the pump was unable to be filled on (B)(6) 2020. Multiple attempts were made to clear air. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. On (B)(6) 2020 the pump was replaced, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.